Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. During a visit to observe a patient procedure, a btg sales representative expected to observe this patient, however they learnt that the patient had experienced a ruptured tumour during the night after their 1st hcc treatment with dc bead. No information was available to hand and the sales representative subsequently followed up with the physician for more information. As yet - no information has been received other than the patient is doing well and is awaiting their 2nd procedure. Response received from the physician 07-may-2019 as follows "I already answered to the sales representative that I'm hesitant to provide this information due to possible privacy and legal issues. Therefore I will not complete the document". Btg medical assessment: very little information is available regarding patient and tumour characteristics, treatment procedure, and circumstances of occurrence of the ae. The patient experienced ruptured tumour during the night after hcc treatment with dc bead. No indication for grading of severity, causality and seriousness criteria was reported considering the worst case scenario we assess this case as: serious; related to the device. Vessel or lesion rupture and haemorrhage are anticipated adverse events listed in the IFU/risk management documentation. No batch review was possible for this case as the batch number could not be ascertained. No product malfunction/deficiency has been identified. No corrective/preventative action has been identified. Follow-up information was requested but the reporter declined to provide further details. Should we receive any information to enable further investigations, a follow-up report will be submitted. At this time this report is considered final.

Event description:
Patient experienced ruptured tumour during the night after hcc treatment with dc bead. Patient underwent coil embolization. Patient is doing well and is awaiting their 2nd procedure.